Event description:
Overdelivery reported. The pump was initiated and set up to run demerol 10mg/ml in a pt dose mode at a rate of 20mg every 6 minutes with a 300mg four hour lockout. When the nurse pushed the button, she expected 20mg to be delivered. She noticed the pump still delivering when the display showed 33mg. She unplugged and shut off the pump and switched out the pump, tubing, and vial, wasting 267 mg of demerol. No pt harm was reported, and no narcan was required.